Event description:
According to the reporter, during a laparoscopic radical resection of right hemi-colon cancer, at the time of stapling the colon, the circular stapler was unable to close. When the reload was removed from the packaging and connected into the handle, it was found out that a staple protruded from the nearest end of the reload. Therefore, the handle inspection operation was paused and the closing action was not performed. A new circular stapler and reload were used to resolve the issue. The same manual handle was used with the new reload. There was no patient injury.

Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: 030458, 030458 endo gia r/or 60 3.5mm (lot#:t2l058x) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic radical resection of right hemi-colon cancer, at the time of stapling the colon, the circular stapler was unable to close. When the reload was removed from the packaging, it was found out the the staples were coming out from the base and while installing, it could not be closed. The user uninstalled the device. New devices were used to resolve the issue. There was no patient injury.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the green bar was visible within the indicator window when the twist knob was fully closed. The instrument was applied to the appropriate test media, the anvil disengaged from the instrument. It was reported that there was difficult approximation. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: there was a condition of mis located insert. Visual inspection noted that the instrument was applied to the appropriate test media, the anvil disengaged from the instrument. The product analysis noted evidence that the device was not used as intended. This issue can occur if an obstruction was introduced while attaching the anvil to the center rod causing the anvil to disengage during application. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: when attaching the anvil to the instrument, hold the black twist knob firmly to prevent the integrated trocar moving back slightly into the head of the device. If the integrated trocar is pushed back into the bowel the user may not be able to visualize the orange band on the integrated trocar which may result in improper attachment of the anvil. Improper attachment of the anvil can result in the anvil detaching when the stapler is being closed and/or firing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.